Event description:
It was reported that during a da vinci-assisted surgical procedure, the plastic cover right below the metal cap of the fenestrated bipolar forceps broke causing the tip locking in a horizontal position. To remove the instrument, the customer needed to remove the port from the patient's abdomen with the instrument still attached via the port clutch function. Both the replacement port and instrument were opened and used. A fragment fell into the patient and was retrieved during the same procedure. An x-ray was performed. The procedure was completed.

Manufacturer narrative:
The fenestrated bipolar instrument has been received for failure analysis evaluation; however, the evaluation has not been completed. .

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps (fbf) instrument was analyzed and found to have a broken main tube at the distal tip and material was found missing. The complete fastening of the proximal clevis was missing. Components adjacent to this broken main tube did not show damage. The complaint was confirmed by failure analysis. Additional related observation was that the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis was attached to the main tube.